Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 17, 2020 - march 18, 2020. H10: the actual device was not available; however, a photograph of the samples was provided for evaluation. Visual inspection was performed and a leak was observed at the spike port bonding area of the two samples filled with solution. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This was identified immediately after compounding; the middle ports were not accessed. There was no patient involvement. No additional information is available.